Event description:
A malfunction alarm was reported with a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump with updated software and advised the customer on necessary steps for its installation and on returning the problematic pump. The customer understood these instructions and acknowledged receipt of the shipping details.